Event description:
It was reported that a warning appeared when the device was interrogated. The alert of the implantable cardioverter defibrillator (ICD) was triggered and it was not possible to do a remote transmission. It was noted that a serious device memory failure and power on reset (por) had occurred. The patient went into the hospital for an in-office follow up. The implantable cardioverter defibrillator (ICD) was functional in vvi 65 with only ventricular fibrillation (vf) detection on. The ICD could not be programmed anymore. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.the returned device indicated shorting/low impedance in an integrated circuit.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.